Manufacturer narrative:
Several attempts have been made to get add'l info, but no customer response. A follow up report will be submitted when new info becomes available.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.